Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was vibrating and had blank display. Customer was advised to remove the battery and insert battery alarm displayed on insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer stated that the insulin pump was neither bumped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.